Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported her blood glucose went below 30 mg/dl. She drank juice and her blood glucose went up to 78 mg/dl. When bolus history was checked, it was found that the insulin pump had delivered an 11 unit bolus that the customer did not knowingly program. At the time of this report, customer's blood glucose was 217 mg/dl. It was also found that no accidental button pressing had occurred. Bolus history and daily totals appeared correct. Customer stated all programmed areas were correct. The device had not been worn during magnetic resonance imaging. A displacement test was performed and passed. The customer stated he had been using the insulin pump and monitoring since the event and was advised to continue to do so and monitor blood glucose. The device will not be returning for analysis at this time.